Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2023, the family came to the clinic reporting, that the recipient could not hear on the right side with the device. Furthermore, the she fell out of bed a couple weeks ago. After that visit, the family did not show up until (B)(6) 2024. Re-implantation is considered.

Event description:
On 16-jun-2023, the family came to the clinic reporting, that the recipient could not hear on the right side with the device. Furthermore, the she fell out of bed a couple weeks ago. After that visit, the family did not show up until (B)(6) 2024. Re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the detected micro-leaks at the housing's header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. Other damages found are related to the explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.